Event description:
It was observed that during the device evaluation, the video system center exhibited damaged video connector socket, and it did not click when the video connector was connected. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the damage on video connector socket led to no click when video connector was connected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.